Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the us cypher sirolimus-eluting coronary stent. During an attempt to introduce a cypher select + stent delivery system over a guidewire into the pt, the shaft "fractured in the proximal portion". The device did not separate inside the pt and no injury occurred. Attempts to obtain add'l details were unsuccessful. The product was not returned for evaluation. A review of the mfg records indicated that this product met quality requirements for product acceptance. This complaint could not be confirmed without product return. After review of the limited info available, the cause of the fracture cannot be determined with any certainty; however, device handling may have contributed to the event.

Event description:
At the attempt to introduce a 3.0 x 28 mm cypher select plus stent through the guide wire, the catheter of the stent fractured in the proximal portion. It was necessary to use another stent to complete the procedure. There was no pt injury reported.